Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing on the station. A technical support specialist reviewed the sample order within the ephi system on the server and verified that the order was active and properly crossing over. The customer later confirmed that the order was successfully received at the station, and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders were not showing on the station. The customer stated that there was a delay of approximately 20 minutes in issuing medication to a patient. During this time, the pharmacy stepped in to provide the necessary medications. However, there were no adverse events or injuries reported due to this event.